Event description:
The customer reported that her blood glucose reached 261 mg/dl a day after the pod was activated. She noticed that the cannula slipped out of tissue.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any product malfunction. The customer reported that the cannula had dislodged from the infusion. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.